Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient fell several times during snowboarding and now has pain in leg from the current and cannot switch off the therapy. It was advised to go to the clinic so that someone can help with the physician's app. If not working, system needs to be removed. More information received on 2026-mar-24 that patient received help from physician. Patient was able to switch therapy off. They also went to the outpatient clinic: the pain comes from migrated battery, lead seems to be fine. Patient will get a pocket revision in maastricht soon.

Manufacturer narrative:
G2: country netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.